Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the lad, which was reported to be extremely calcified with moderate tortuosity. Difficulty was encountered during the attempted delivery and the resolute was unable to cross the lesion, upon removal of the device stent damage was noted. Two further unsuccessful attempts were made with new resolute stents to cross the lesion, however, the stents did not cross the guide liner. Information from the account confirmed that force was used and guide liner access was lost numerous times during the attempted delivery. A new guide liner and a non-medtronic stent were then used to complete the case. No clinical sequelae reported. Device evaluation: the stent was positioned on the balloon between marker bands, multiple stent struts were raised damaged and deformed. No damage was evident to distal tip, the proximal pillow balloon folds were partially opened and disturbed.

Manufacturer narrative:
Results: extremely calcified with moderate tortuosity. Stent deformed. Conclusion: failure to deliver the stent and stent deformation. Extremely calcified with moderate tortuosity. (B)(4).